Manufacturer narrative:
Product event summary: one controller ((B)(6) ) and five batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the controller¿s power port one connector was found loose with the o-ring gasket displaced. This is an incidental finding not related to the reported event. Based on an internal investigation conducted, the most likely root cause of the observed loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Failure analysis of batteries (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of batteries (B)(6) revealed that the batteries passed visual inspection. Functional testing of the two batteries revealed that the devices had high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A high max error will cause the batteries to flash red on the battery charger. The batteries were still able to charge and provide power to a controller. The high max errors are additional findings unrelated to the reported event and can be attributed to batteries that are out of calibration. An attempt was made to replicate the issue of power switching by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller, (B)(6) , contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching due to momentary disconnections involving (B)(6) and due to communication error involving (B)(6) within analyzed period. Log file analysis also revealed momentary disconnections that did not lead to premature power switching involving (B)(6) . Momentary disconnection will result in an audible tone or "beep.¿ additionally, data log files revealed multiple instances involving (B)(6) where the batteries¿ rsoc was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal (B)(6) examined momentary disconnections. Additional products: d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 114, 3213 h6: FDA conclusion code(s): 12, 19 d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 114, 3213 h6: FDA conclusion code(s): 12, 19, 4307 d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that three of the batteries had communication errors.

Manufacturer narrative:
Corrections: date of event, PMA/510k. Initial aware date 2017-04-19. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At some point during the reported event, the patient experienced anxiety. No further patient complications have been reported as a result of this event. It was reported that the patient was experiencing power switching events described as unintentional "beeps" coming from the controller when the batteries were not being replaced. The controller and five (5) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the controller failed visual examination as there was an incidental finding not related to the reported event that showed a loose power port one (1) with a slightly displaced o-ring gasket. All batteries passed visual testing. As for the functional examination, all device passed except batteries (B)(6) which failed due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A high max error will cause the batteries to flash red on the battery charger. The batteries were still able to charge and provide power to a controller. An attempt was made to replicate the issue of power switching by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving battery (B)(4) and power switching due to communication errors involving battery (B)(4). The most likely root cause of the power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. (B)(4): heartware has opened an internal investigation to address momentary disconnection. (B)(4)- battery. Yes, 03-may-2017. 11-mar-2015. (B)(4) - battery. Yes, 03-may-2017. 21-nov-2014. (B)(4) - battery. Yes, 03-may-2017. 11-mar-2015. (B)(4) - battery. Yes, 03-may-2017. 11-mar-2015. (B)(4) - battery. Yes, 03-may-2017. 17-sep-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Additional devices for this complaints: (B)(4) - 1650de - exp. Date: 03/31/2016 - UDI #: (B)(4) - returned date: 05/03/2017. (B)(4) - 1650de - exp. Date: 11/30/2015 - UDI #: (B)(4) - returned date: 05/03/2017. (B)(4) - 1650de - exp. Date: 01/31/2016 - UDI #: (B)(4) - returned date: 05/03/2017. (B)(4) - 1650de - exp. Date: 03/31/2016 - UDI #: (B)(4) - returned date: 05/03/2017. (B)(4) - 1650de - exp. Date: 09/30/2016 - UDI #: (B)(4) - returned date: 05/03/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient described several bleeps as if a battery was being attached, but the patient did not disconnect or reconnect any battery. The devices were exchanged with no reported consequence or impact to the patient. No further information was provided.